Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels. Patient was vomiting, had chest pain, EKG were highly irregular and going to stay for monitoring. Patient¿s blood glucose reached 529 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). There was no diagnosis at the time of the reported event but patient and nurse in the room feels like it was ketosis. Patient tried to dose it properly but bg levels were getting higher and then went to the emergency room. Patient¿s ketones was 12 am 529 mg/dl- acetone was small 1 and 3 am 241 mg/dl had urine ketones 2+. Patient stated that there was a recent setting change. Patient's treatment included doseram as insulin, saline with 1/20th of potassium liter normal saline, 15 units nph insulin, intravenous insulin, levoxine, and antilobinoxen. The patient was asked to activate a new pod while there to make sure that the next one works properly before discharge.